Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p070016 (B)(4). Investigation is still in progress .

Event description:
Description of event according to study: (B)(6) 2015: a male patient underwent tevar with zteg-2p-32-140-pf-d x1 (e3302221) + gzsd-36-164-2 x2 (e3328624 + e3209965). On (B)(6) 2019: new dissection formation was confirmed. The location of the dissection was neighbouring region of stent-graft distal end. Patient outcome: no treatment for the new dissection was performed.

Event description:
Additional information received (B)(6) 2019: imaging review indicate that the complaint device is not the zteg device but the gzsd device.

Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information received from imaging review indicate that the complaint device is not the zteg device but the gzsd device. The event is no longer considered reportable in the us, because there is no device registered in the us, which is similar to the complaint device. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04oct2019: location of the zteg-2p-32-140-pf-d: approximately from just below the left subclavian artery to t6~7 level in the descending aorta. Dimensions: proximal site <28mm>, distal site ¿ true lumen <27mm> / false lumen <35mm>. Observed at the 4 year follow up : location of the new dissection: distal end of the stent graft (zteg-2p-32-140-pf-d), approximately 20mm in length. Location of the new entry tear: at the distal end of the stent graft. No tortuosity was observed at the new entry site. It was confirmed that no intervention has been performed. The physician thinks that the radial force or/and spring-back force of the stent graft could have related.